Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that following recent weight loss, the patient experienced ineffective therapy and pain at the ipg site. Troubleshooting revealed lead migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott a patient¿s leads had migrated. The patient had lost weight and the ipg was uncomfortable. Surgery took place where the leads and ipg were replaced. The proclaim 5 elite ipg was replaced with an eterna ipg. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event and patient's weight is estimated.